Event description:
Wife of infusion device user returned infusion device due to pt dying. Wife did not provide any information surrounding the incident. Several attempts to contact the wife, but contact was unsuccessful. Therefore, no further info could be obtained. There was no allegation against the infusion device. There was no info surrounding potential symptoms or medical assistance provided. Product was returned for evaluation.